Event description:
It was reported that upon opening the set, the nurse found the needle hub cracked. She brought the issue to the doctor, who in turn pushed on the needly using little force to reconfirm the problem. In doing so, the needle hub broke in two and although the pt was not negatively affected, a delay in the process occurred as a result.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.